Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-28, information was received from a foreign healthcare professional (hcp) and manufacturer representative (rep) regarding a patient who was receiving clonidine (200 mcg/ml at a dose of 279.7 mcg/day) via an implantable pump for an unknown indication for use. On 2016-11-24, the patient reported implant site pain and requested the pump to be moved because the pump was located on "the upper side of the pump insider her body". The reported identified device diagnosis; pump migration. The pump was repositioned on (B)(6) 2016. The event was reported as resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated they did not know the cause of the pump migration.